Event description:
On (B)(6) 2012, therakos received a report of a blood leak at the photoactivation plate during manual return. Customer called to report that at the end of a manual blood return, a leak was noticed coming from the photoactivation plate. Customer could not tell exactly where the leak was coming from. All blood/blood products had already been returned to the pt at this point. No alarms were received during the treatment procedure. Customer stated that this pt has always had a manual return due to low blood counts.

Manufacturer narrative:
Batch record review of kit lot z762 showed that the lot met all release requirements. Review of device history record for instrument serial number (B)(4) showed that the lot met release criteria. Review of complaints received for kit lot z762 showed that this is the only complaint on photoactivation leak reported to date for this kit lot. Review of complaints received for instrument serial number (B)(4) showed that this is the only complaint on photoactivation leak reported to date for this instrument serial number. (B)(4).